Manufacturer narrative:
(B)(4).

Event description:
It was reported that two episodes of non-sustained oversensing episodes were observed due to suspected p-wave and myopotential oversensing. The device was reprogrammed. The asymptomatic patient was doing well.